Event description:
It was reported the customer was experiencing high blood glucose. The customer believed the cause of her high blood glucose was from the eye drops she had been using. The customer also stated there was an empty space between the o-rings and the tubing connector. Customer questioned whether insulin was being delivered to her body as a result of this empty space. The customer's blood glucose was 305 mg/dl. Customer had treated their blood glucose with an injection. She also declined to troubleshoot for her high blood glucose. Customer also reported air bubbles in her reservoir. She stated the size of the air bubbles were one third of the entire reservoir. Customer was advised that rewinding with the reservoir in place will create air bubbles. The customer was advised to change out their reservoir. She also reported irritation at her infusion site. The customer stated she would talk to her doctor about the irritation. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-56306.